Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. As received the battery was unable to power on a monitor or charge. Upon investigation there was liquid contamination inside the battery, damaging the pca and cells. The cause for the failure was isolated to the contaminated battery. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.